Event description:
It was reported that no interrogation for the device was possible after multiple attempts. The battery voltage at the last follow-up is unknown. The patient alert tone does sound but no green lights are seen on the programming wand. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.